Manufacturer narrative:
On july 7, 2015 it was identified that: the incorrect manufacturing location was documented in this manufacturer report. A new manufacturer report (number 1415939-2015-00024) has been submitted and all further information will be documented under that MDR number. An evaluation is in-process.

Event description:
The customer observed (B)(6) results while using the prism (B)(6) on the prism 6 channel analyzer. The customer indicated that (B)(6) specimens, which had been initial and repeat (B)(6), were (B)(6) when tested using the (B)(6) method. There was no adverse impact to patient management reported. No additional patient information has been provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.